Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the o2 sensor could not be calibrated. The device was used for the procedure. Manual use of the gas delivery system remained available. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.